Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced left plunger case. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that the pump exhibited a plunger sensor error. No patient injury was reported.